Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted emergently overnight with respiratory distress. He was intubated by emergency medical services on the way to the hospital. It doesn't sound like the heartmate ii had any abnormal parameters. Aside from intermittent pulsatility index events which are consistent with the patient¿s baseline, and a couple low voltage advisories, no abnormal events noted in the event log. Log file analysis reported there were no unusual events or notable alarms seen within the log file. The mechanical circulatory support device appears to be operating as intended.

Manufacturer narrative:
Section d4: additional information. Section h4: additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the reported respiratory distress could not be conclusively determined through this investigation. Although transient elevations in power and corresponding flow were observed through the analysis of the submitted log file, a specific cause for the elevations could not be conclusively determined through this investigation. The account reported that the patient was admitted emergently overnight with respiratory distress. The patient was intubated by ems on the way to the hospital. Based on the story the account received, it did not sound like the heartmate ii had any abnormal parameters. The submitted system controller log file captured two transient elevations in power (up to 9.5 w) and corresponding flow (up to 11.6 lpm) on (B)(6) 2019 at 09:03 am and on (B)(6) 2019 at 06:34 am. Of note, these elevations appeared to occur during pi events. No additional atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The submitted log file appeared to show the system operating as intended. It was later reported that the respiratory distress appeared to be a patient related issue (not device related). A request for additional information regarding the elevations in pump power observed in the log file was sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. The hmii IFU lists respiratory failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pump power and flow are addressed in the introduction of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Any increase in power not related to increased flow causes erroneously high flow readings. Additionally, the patient care and management section of the hmii IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.